Manufacturer narrative:
The ra lead remains in service for sensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead was seen in the clinic for a routine follow-up. A boston scientific field representative reviewed the patient's chart and found a note stating that this lead had dislodged one day post-implant. No sensing or capture was observed. The device was reprogrammed to vvi pacing mode, and the patient was seen three days later for evaluation. The atrial lead was sensing appropriately, with no capture. The device was then reprogrammed to vdd pacing mode. No adverse patient effects occurred due to the atrial lead dislodgement.